Event description:
Customer reported that the display was backwards and upside down. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method insulin therapy.